Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 361 mg/dl that had been trending upward for more than 90 minutes, and was advised to perform a full supply change or an infusion set change for a contact detach steel set; the user later reported that glucose was trending down and declined immediate supply change while agreeing to call back if levels did not continue to decline. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued monitoring with education on supply troubleshooting. Investigation included user counseling on hyperglycemia troubleshooting and guidance for supply replacement. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.